Event description:
Medtronic: paradigm insulin pump uses a tubular connection between the pump reservoir and "the my body's" insertion device. The connection element to the reservoir requires an attach and turn sequence to lock into place. This lock sequence allows the element to vent the reservoir or no insulin will flow into the tubing and into my body. Improper attachment can also reduce the set amount of insulin directed into the tubing, causing improper blood sugar control. When the venting malfunctions, the pump displays a "no delivery" message and turns off. Again loss of bs control. This "no delivery" occurs during pump continuous operation and in the setup sequence. The effect during continuous operation is critical since the quantity of insulin delivered is effected or stopped. I have reported this problem to medtronic and they sent me replacement tubing, but the replacement tubing also displayed a similar problem. When I asked if other users report this problem they will not give a response. I have reported this problem with at least a dozen tubings purchased directly from medtronic and they are analyzing this problem. I am reporting this to FDA so others can see and be aware of an issue which can seriously effect diabetic blood sugar control. By the way this pump costs over (B)(6) and the tubing additions are separate purchases costing (B)(6) depending on package size. On (B)(6) 2015, sent non-working tubing back to medtronic for analysis. Have not received any info.